Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event.the patient blood glucose level was high and reached 560 mg/dl and the patient got treated with intravenous and fluids of insulin. The duration of hospitalization was less than 24 hours.patient experienced the symptoms of vomiting at the time of event. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011510, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 13-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011510. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011510 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 09-feb-2025, with a total of (B)(4) units. The assembly, lot 5b00466 was manufactured according to the wi version 27 and manufactured in the quickset line, on 08-feb-2025, with a total of (B)(4) units. The assembly, lot 5b00467 was manufactured according to the wi version 27 and manufactured in the quickset line, on 08-feb-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5a06204 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 06-feb-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5a06191 was manufactured according to the wi version 42 and manufactured in the gluing machine mp04 - mp08, on 02-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.